Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had bedsores on his back from being bedridden and the electrodes pushing against his skin. The patient's physician advised the patient to remove the lifevest to allow the bedsores to heal. Nurses at the patient's facility also applied a cream to the bedsores. Follow-up indicated that the bedsores were improving.